Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch lancing device does not fire. The complaint was classified based on the customer care advocate (cca) documentation. An attempt to obtain additional information from medical surveillance specialist (mss) was unsuccessful. The patient reported that the lancing device issue began on ¿(B)(6) 2014" at an unspecified time. The patient stated she manages her diabetes with pills, diet and exercise and denied making any changes to her usual diabetes management regimen due to the lancing device issue. The patient reported that on an unspecified date and time after the issue occurred, she developed symptoms of ¿high sugar¿. On (B)(6) 2014 at an unspecified time, the patient reported being treated with IV insulin by an health care professional (hcp). At the time of troubleshooting, the cca noted the product had been in use for 8-10 years and there was no misuse of the device. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and required hcp treatment for this excurion, after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.